Manufacturer narrative:
Philips service replaced the hard disk spare parts, recreated the database, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that an image disk failure caused inability to perform fluoroscopy/exposure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.